Event description:
The customer reported that the battery was not recognized in either the mrx defibrillator or the cadex battery support system. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the battery was not recognized in either the mrx defibrillator or the cadex battery support system. There was no reported pt involvement. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.